Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose at the time of incident was 585mg/dl. The customer reported that she had difficulties with no delivery alarms and needing to change her set due to blood glucose that get over 400mg/dl. The customer treated it by changing set and bolusing. Customer states the drive support cap appears normal. The customer reported that her blood glucose got down to 77mg/dl after changing the set. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. Pump was tested with liquid filled reservoir and no air bubble anomaly noted. The bolus wizard functioned properly.